Manufacturer narrative:
A follow-up report is not required for this complaint as no device was returned for evaluation and there is no additional information to report. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Clinical study.

Event description:
According to the available information, though not verified, abstract article: the study involved 64 patients who were randomized into two groups, 32 had mesh attachment with the barbed suture (16 laparoscopic sacrocolpopexy (lsc), and 16 robotic sacrocolpopexy (rsc)), and 32 had it attached with non-barbed suture (16 lsc and 16 rsc). Complications: 2 failures of the anterior wall; 2 failures of the posterior wall; and one failure of the anterior wall and apex. The patient with the apical failure was taken back to the operating room for a repeat sacrocolpopexy and was found to have detachment of the mesh from the sacrum with the sacral sutures still in place. Two patients had mesh erosion, both occurred at the apex in patients who had previous hysterectomies. One patient had back pain and was found to have candida osteomyelitis and discitis of l5 and s1. This patient had resection of the sacral mesh and required extensive spinal surgery. One patient experienced vaginal pain and was found to have a partially necrotic cervix and underwent vaginal removal of the necrotic tissue. One patient was noted to have suture tails perforating the bladder epithelium postoperatively, which resolved after three months. It was not specified which patients underwent implantation of restorelle. In conclusion, barbed suture was found to be more efficient in the attachment of mesh to the vagina during sacrocolpopexy, with comparable anatomic outcomes and global appearance of the vagina at 12 months relative to the non-barbed interrupted sutures.